Event description:
It was reported that this right atrial (ra) lead was dislodged confirmed via x-ray. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was dislodged. This lead remains in service. No adverse patient effects were reported.